Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2016: ras implanted. Complex revision for pelvic discontinuity. Patient had 4 revisions prior to this, history of ra. On (B)(6) 2018: patient seen in clinic and reported that she felt hip shift and dislocate. Loosening of acetabular cup identified on x-ray. Radiology report: slight distraction of the acetabular screws in comparison to the previous examination that would be consistent. On (B)(6) 2019: removal of acetabulum implant and femoral head exchange to bipolar implant. Patient factors: sedentary, wheelchair bound, history of recurrent dislocation. Competitor stem and head noted in per product grid.

Manufacturer narrative:
An event regarding loosening and dislocation and implantation of competitor stem and head involving a screw was reported. Conclusion: it was reported that patient felt hip shift and dislocate, loosening of accetabular cup also identified. Competitor head and stem also noted in per product grid. It was reported that competitor head and stem was used with stryker component. Based on the provided information it has been determined that this event is associated with an off-label application. As per IFU only stryker product are compatible with stryker component, using styker component with competitor consider as off label use of products. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(6) 2016: ras implanted. Complex revision for pelvic discontinuity. Patient had 4 revisions prior to this, history of ra. (B)(6) 2018: patient seen in clinic and reported that she felt hip shift and dislocate. Loosening of acetabular cup identified on x-ray. Radiology report: slight distraction of the acetabular screws in comparison to the previous examination that would be consistent. (B)(6) 2019: removal of acetabulum implant and femoral head exchange to bipolar implant. Patient factors: sedentary, wheelchair bound, history of recurrent dislocation. Competitor stem and head noted in per product grid.